Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl after the ilet stopped dosing because the user had run out of insulin overnight, prompting a call for assistance to change the infusion set and cartridge; the agent guided the user through removal of the old set and cartridge, device rewind, installation of a new cartridge, connector, tubing, infusion set, fill tubing, application, and fill cannula, after which ilet dosing resumed and glucose returned to range. Symptoms included hyperglycemia. Outcomes included transient interruption of automated insulin delivery without hospitalization. Investigation included review of device reports and user guidance through troubleshooting and education for infusion set and cartridge replacement. Investigation of this case revealed that the device functioned as designed and the event was attributable to user running out of insulin and delayed supply change rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related maintenance issue and therapy interruption due to depletion of insulin supply.